Event description:
It was reported that the left ventricular lead was implanted on (B)(6) 2013 and during the procedure, phrenic nerve stimulation was noted. On (B)(6) 2013 phrenic nerve stimulation was noted again. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.